Event description:
A review of programming and diagnostic data was performed. A partial programming event occurred on (B)(6) 2011 which shows that the output current changed to 0ma. However, the device was intended to be at 0ma. Twelve final interrogations were performed before the patient left the clinic. Additionally, a faulted system diagnostic test changed the frequency, pulse width, off time, and magnet on time settings, but the output currents remained at 0ma as intended. Patient¿s device was then turned on the next visit, but only the output current was corrected. The rest of the changed settings (frequency, pulse width, off time, and magnet on) from the faulted diagnostic test on (B)(4) 2011 were never corrected.

Manufacturer narrative:
Analysis of programming history.